Event description:
It was reported that during a laparoscopic gastric bypass, the device was fired but did not deliver staples. The surgeon did not put the safety back on and struggled to remove the stapler. While stapler was removed, the anastamosis broke. It is unknown how the procedure was completed, but operating time was extended by thirty-five minutes. There was no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.